Event description:
Patient reported rupture diagnosed via ultrasound. Patient has just heard that allergan implants have been related to health problems and that they suffered a recall from the market in 2018 by an association with lymphomas and is worried about her health. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.